Event description:
Reportedly, during pt use, a "switched to backup battery" and "no external power" alarm occurred. The ht70 unit did not recognize the power pac battery. This unit was always connected to the ac cable. The pt was ambu bagged and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.